Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the sterilization processes for zimmer devices were validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. In addition, before each manufacturing lot is released, the "certificate of processing" from sterigenics (sterilization supplier) is reviewed for conformance. This certificate lists the maximum, minimum, and actual gamma dose in kgy. Therefore, it is highly unlikely that the device or devices caused or contributed to the patient infection. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that patient underwent multi-stage revision due to infection.